Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. Reportedly, the pump delivered insulin based off the pump profile settings instead of the control iq settings. Customer¿s blood glucose level was 300 mg/dl. A pump reset was performed to address the event and the customer continued to use pump for insulin therapy.